Event description:
Additional information received from the patient. It was reported that patient will ask the dermatologist about any procedure that would affect therapy and check device after procedure to make sure still is working. It was reported that the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient reports having a few bladder problems, leakage, that started a couple of days ago, earlier this week, maybe end of last week. When asked patient said that last week she did have a procedure at dermatologist office, used a tool to freeze something on patient. When asked, patient said that she noticed return of symptoms after the procedure. Patient was able to connect and it was determined that stimulation was off. According to patient, it was also on a different program, program 2 instead of program 1. Patient successfully switched programs and turned stimulation on. Patient to monitor symptoms for at least one day as stimulation was off and if doesn't noticed improvement to make a slight adjustment and monitor symptoms again. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.